Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt1398 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking at the hub after placement. A new device was placed after the leaking was noted. No other details provided.

Event description:
It was reported that the PICC was leaking at the hub after placement. A new device was placed after the leaking was noted. No other details provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak at the hub is confirmed. One 3 fr single lumen provena powerpicc catheter and a video were returned for investigation. The video sample shows the device in use by a patient and being infused. Fluid was observed to leak from the extension leg near the luer hub. The returned sample was flushed with water using a 12 ml syringe and a bead of water was observed to leak near the hub. Microscopic observation of the leak location revealed a split in the extension tubing within the hub. The split surface appeared to be rough and uneven. An internal investigation is currently ongoing to determine the root cause of this splitting. A lot history review (lhr) of rebt1398 showed no other similar product complaint(s) from this lot number.